Event description:
It was reported that when using bd max¿ system, bd max¿ instrument false positive results were obtained. There is no report of confirmatory testing and no patient impact reported. Problem: 441916 - instrument max clinical, run (B)(6) - biogx test - poor quality curves + discrete mgen / uparv results. Interface field: discrepant results when using biogx kit mgen. In runs 676, 677 and 679 discrepant results were obtained (false positives).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they have poor quality curve and discrepant results for mgen and uparv on biogx assay. Field service was dispatched. Field service replaced a side reader and performed normalization. Field service performed a test run with the customer. Field service returned the instrument to the customer. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 12jun2017, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were expected to be returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that when using bd max¿ system, bd max¿ instrument false positive results were obtained. There is no report of confirmatory testing and no patient impact reported. Problem: 441916 - instrument max clinical run 676, 677, 679 - biogx test - poor quality curves + discrete mgen / uparv results interface field: discrepant results when using biogx kit mgen. In runs 676, 677 and 679 discrepant results were obtained (false positives).